Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the duodenum during an esophagogastroduodenoscopy (egd) with tissue resection procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first band was attempted to be deployed; however, the first band did not release. The physician finally released the band but the band folded back under the other bands on the ligating unit. Reportedly, no subsequent bands were able to deploy after all attempts and the device was then removed along with the scope. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event.